Event description:
Edwards received information that a second device, a 26mm sapien valve, was implanted into a 25mm aortic pericardial valve in the aortic position using a valve-in-valve procedure. The implant duration of the 25mm aortic surgical valve at the time of the procedure was eight (8) years and twenty-three (23) days. The reason for reoperation was due to aortic stenosis and mild calcification of the surgical valve. Both devices remain implanted.

Manufacturer narrative:
Device not returned. This device is not available for return and evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Intervention to correct tenosis of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of calcification or host tissue overgrowth. In this case, the patient may have had contributing factors towards re-stenosis of his aortic bioprosthesis based on his age, gender and history of cad. The device is not available for evaluation; therefore, the clinical comments provided cannot be confirmed and the root cause for the intervention remains indeterminable. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.